Event description:
It was reported that when using the bd pyxis¿ es refrigerator temperature was rising and failed to recover despite being powered and rebooted, with the alert message persisting. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the temperature was started to rise and had not enough power to recover. A field service engineer (fse) found that the refrigerator had been pushed against the wall, causing damage to the ac power receptacle and preventing the power cable from staying securely connected. A replacement receptacle was ordered, and the cable was reconnected temporarily with a secure fit. The damaged ac receptacle was then replaced, and the unit was tested in hardware test application, confirming proper operation. The system functioned as intended after the field service engineer repaired the device.